Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-05074 / 05075 / 05076).

Event description:
It was reported patient underwent a hip revision approximately eight years post-implantation due to taper being stuck to stem.